Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor, front cover, rear case, left handle, left & right iui connector, shaft seal, barrel clamp, latch module, and lens indicator. Performed calibration. A review of the device history record showed the device had a manufacture date of 06/03/2014 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.. Rear case damage / (B)(6), iui damages / ca-2018-0161, a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the pressure sensor is bad and the rear case is cracked. No patient involvement.

Event description:
The customer reported that the pressure sensor is bad and the rear case is cracked. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pressure sensor is bad and the rear case is cracked. No patient involvement.